Manufacturer narrative:
Conclusions - the investigation found defective circuit boards (sib card, cfsib, and sib boards) in the system. The system is designed with single fault safety in mind. Therefore, it is not possible that the system radiated on its own. However, it might be possible that the system had the warning indication light illuminated for radiation initiation without actually generating radiation. This is a known outcome for this type of system malfunction / board failure. There is no risk for the operator, bystanders, or patient. The reason the system does not come up after restart is a safety measure. That is, if the startup checks fail then the system is prevented from becoming operational. The result is that there is a possible loss of imaging capability. From trend analysis it can be shown that there is no exceptional replacement rate for these replaced components. There is no required mandatory field action.

Event description:
The customer claimed that this x-ray system was emitting x-ray / fluoro without anyone stepping on the footswitch. They said there was no one in the room when it started to fluoro. The customer said this was going on for more than ten minutes and there was no five minute buzzer. The customer checked the footswitch and concluded that it was not stuck in the on position. However, after performing a restart the system did not come back up.